Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient underwent a pocket revision surgery on the day of the report because they were uncomfortable while in the lying position. It was reported that the hcp encountered a power on reset (por) message on the patient programmer after the surgery. The hcp reported that they turned the device off prior to surgery. The hcp reported that they did not have a clinician programmer and would have to wait for a manufacturer representative to resolve the por. The hcp reported that the patient was getting great therapy benefit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.